Event description:
It was reported that the patient presented in clinic. It was noted that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were completed. The patient was stable before, during and after the programming changes.